Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, and conclusions code. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. The tip has sheared off; the complaint is confirmed. The cause of this event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the screwdriver broke off during surgery. There were no reports of patient injury associated with this event.